Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured due to a fall the patient had multiple months ago. Loss of capture was noted and sensing, impedances, and thresholds were all negatively affected as a result of the fracture. No intervention has been performed at this time and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Despite multiple attempts to gather additional information from the field, no further details concerning this event were made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the impedance issue was in fact a high out of range pacing impedance measurement of greater than 2000 ohms. There were no inappropriate therapies or pauses observed. The rv lead remains implanted and in service. No adverse patient effects were reported. Be provided.